Event description:
Diagnostic health cath utilizing acist medical device, immediately on initial injection of contrast, the pt experienced cardiopulmonary arrest. Unable to return spontaneous circulation and respirations.